Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083329) on 08-feb-2019. The most recent information was received on 23-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('when the tech did the ultrasound, only 1 coil was found as well/ we have no idea where the 2nd coil is.'), abdominal pain lower ('stabbing pains in my lower abdomen') and rheumatoid arthritis ('rheumatoid arthritis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gallbladder removal (2008). Concomitant products included ascorbic acid; biotin; calcium; calcium pantothenate; chromium;cholecalciferol; copper gluconate; cyanocobalamin; folic acid; iron; magnesium oxide; manganese sulfate; molybdenum; nicotinamide; phosphorus; potassium chloride; potassium iodide; pyridoxine hydrochloride; retinol acetate; riboflavin; thiamine mononitrate; tocopherol; zinc oxide (nutriway daily multivitamin & mineral suppl.), cefixime (flexeril), diazepam, duloxetine hydrochloride (cymbalta), esomeprazole, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), propranolol (propanolol), temazepam and vilazodone hydrochloride (viibryd). On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria hospitalization, medically significant and intervention required), rheumatoid arthritis (seriousness criteria disability and medically significant), menorrhagia ("issues with periods, with some lasting over 17 days/ some coming days after the last one ended"), abdominal discomfort ("discomfort in my stomach"), abdominal pain upper ("stomach pains"), hypomenorrhoea ("issues with periods, some only for 2 or 3"), bacterial vaginosis ("bacterial vaginosis"), fungal infection ("yeast infection"), vulvovaginal pruritus ("itch down there around the area of my vagina"), pollakiuria ("frequent urination"), arthralgia ("knee pain"), musculoskeletal pain ("shoulder pain"), back pain ("pain was coming from my lower back"), palpitations ("heart palpitations"), hypertension ("high blood pressure"), alopecia ("lost 2/3 of the hair"), depression ("depression"), anxiety ("situation and floating anxiety"), panic attack ("panic attacks"), allergy to metals ("allergic to nickel") and dermatitis contact ("allergic contact dermatitis") and was found to have heart rate increased ("heart beating at a very fast and very hard pace"). The patient was treated with surgery (hysterectomy( scheduled for 2019)). At the time of the report, the device dislocation, abdominal pain lower, rheumatoid arthritis, menorrhagia, abdominal discomfort, abdominal pain upper, hypomenorrhoea, bacterial vaginosis, fungal infection, vulvovaginal pruritus, pollakiuria, arthralgia, musculoskeletal pain, back pain, palpitations, heart rate increased, hypertension, alopecia, depression, anxiety, panic attack, allergy to metals and dermatitis contact outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, depression, dermatitis contact, device dislocation, fungal infection, heart rate increased, hypertension, hypomenorrhoea, menorrhagia, musculoskeletal pain, palpitations, panic attack, pollakiuria, rheumatoid arthritis and vulvovaginal pruritus with essure. The reporter commented: I have to have a hysterectomy which is scheduled for 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083329) on 08-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("when the tech did the ultrasound, only 1 coil was found as well/ we have no idea where the 2nd coil is."), abdominal pain lower ("stabbing pains in my lower abdomen") and rheumatoid arthritis ("rheumatoid arthritis") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gallbladder removal. (2008). Concomitant medical products included ascorbic acid; biotin; calcium; calcium pantothenate; chromium; colecalciferol; copper gluconate; cyanocobalamin; folic acid; iron; magnesium oxide; manganese sulfate; molybdenum; nicotinamide; phosphorus; potassium chloride; potassium iodide; pyridoxine hydrochloride; retinol acetate; riboflavin; thiamine mononitrate; tocopherol; zinc oxide (nutriway daily multivitamin & mineral suppl.), cefixime (flexeril), diazepam, duloxetine hydrochloride (cymbalta), esomeprazole, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), propranolol (propanolol), temazepam and vilazodone hydrochloride (viibryd). On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria hospitalization, medically significant and intervention required), rheumatoid arthritis (seriousness criteria disability and medically significant), menorrhagia ("issues with periods, with some lasting over 17 days/ some coming days after the last one ended"), abdominal discomfort ("discomfort in my stomach"), abdominal pain upper ("stomach pains"), hypomenorrhoea ("issues with periods, some only for 2 or 3"), bacterial vaginosis ("bacterial vaginosis"), fungal infection ("yeast infection"), vulvovaginal pruritus ("itch down there around the area of my vagina"), pollakiuria ("frequent urination"), arthralgia ("knee pain"), musculoskeletal pain ("shoulder pain"), back pain ("pain was coming from my lower back"), palpitations ("heart palpitations"), hypertension ("high blood pressure"), alopecia ("lost 2/3 of the hair"), depression ("depression"), anxiety ("situation and floating anxiety"), panic attack ("panic attacks"), allergy to metals ("allergic to nickel") and dermatitis contact ("allergic contact dermatitis") and was found to have heart rate increased ("heart beating at a very fast and very hard pace"). The patient will be treated with surgery (hysterectomy( scheduled for 2019)). At the time of the report, the device dislocation, abdominal pain lower, rheumatoid arthritis, menorrhagia, abdominal discomfort, abdominal pain upper, hypomenorrhoea, bacterial vaginosis, fungal infection, vulvovaginal pruritus, pollakiuria, arthralgia, musculoskeletal pain, back pain, palpitations, heart rate increased, hypertension, alopecia, depression, anxiety, panic attack, allergy to metals and dermatitis contact outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, depression, dermatitis contact, device dislocation, fungal infection, heart rate increased, hypertension, hypomenorrhoea, menorrhagia, musculoskeletal pain, palpitations, panic attack, pollakiuria, rheumatoid arthritis and vulvovaginal pruritus with essure. The reporter commented: I have to have a hysterectomy which is scheduled for 2019. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.